Event description:
It was reported that the lead was connected to mdt secura. The device detected several short v to v intervals and capture threshold was high. Lead fracture was suspected. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.